Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, distal embolization occurred after using a csi orbital atherectomy device (oad). The target lesion was located in the common femoral artery (cfa). The physician accessed the lesion using a csi viperwire guide wire. An abbott distal filter device was first advanced over the guide wire and the oad was then loaded onto the guide wire. The physician successfully treated the lesion by performing multiple runs with the oad and low, medium and at high speed. The oad was removed from the patient, but when removing the guide wire and filter, the wire broke. The wire and filter were successfully snared, but angiography revealed distal embolization. The emboli were removed via an aspiration catheter and the procedure was completed. The patient status remained stable throughout the procedure. A request for additional information was made, but was denied by the facility.